Event description:
Hosp ICU personnel responded to a pt who collapsed during nurse's rounds. Defibrillation pads were applied under a defibrillator's standard paddles and the pt diagnosed as in ventricular fibrillation. According to the rptr, when a countershock was delivered, arcing was observed between the pads. The rptr stated then that the defibrillator was again charged but would not transfer energy to the pt. The device was called for as a backup and charged, but according to the rptr, it would not transfer energy to the pt either. The defib pads were removed, electrode gel applied to the device's standard paddles and two countershocks successfully administered to the pt who was resuscitated.